Event description:
The recipient reportedly underwent a petrosectomy procedure during revision surgery. Only partial insertion was achieved due to the petrosectomy. No other treatment or hospitalization was required.

Manufacturer narrative:
Advanced bionics no longer considers this event reportable. The petrosectomy procedure is not believed to be device related. The recipient's device was activated and programming adjustments were made. The recipient is using the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.